Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/21/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a total vaginal hysterectomy and a procedure to treat pelvic organ prolapse on an unknown date and mesh was implanted. The patient experienced vaginal fornix mesh exposure post procedure and was treated with estrogen application and subsequent mesh removal. The patient's current condition includes no sex life. Additional information was not provided.